Event description:
A director of nurses reported that a glaucoma shunt was explanted. Additional info has been requested.

Manufacturer narrative:
Eval summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. The root cause cannot be determined and no actions are taken. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info on (B)(4) 2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).